Manufacturer narrative:
Additional information was received that the physician suspected malfunction of the ipg. Sc-1110-02 sn (B)(4): the complaint of the charging issue was not verified. The device passed all the required tests and revealed normal device characteristics. The ipg orientation or depth of the pocket is likely the source of the charging issue.

Event description:
A report was received that the patient was unable to charge the ipg. The physician recommended to replace the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The physician recommended to replace the ipg.

Manufacturer narrative:
Additional information was received that an x-ray confirmed the patient¿s ipg had flipped over in the pocket. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The physician recommended to replace the ipg.